Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.the root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report a low drain volume alarm (ldv) which occurred on home choice (hc) during initial drain. Drain volume (dv) = 3ml, last fill volume (lfv) =1000ml. The hp stated that there was air in line again and that he did not feel empty. The baxter technical representative (tsr) assisted the hp (home patient) in ending therapy. The tsr advised the hp to call the peritoneal dialysis registered nurse (pd rn) for further therapy assistance. The tsr also suggested that the hp call back once he has finished priming so that baxter can ensure that the patient line was fully primed. There was no patient injury or medical intervention indicated at the time of the initial report. Writer contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp did not have any idea how the air entered the lines and did not notice anything unusual with the supplies in use that night. The hp discarded all the supplies and did not provide the lot number information. The hp was continuing therapy without any other complications. The hp had notified his registered nurse (rn) regarding the alarms. No further information was provided. There was no injury or medical intervention reported.